Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported pump kept on popping up that the "feature was not available" as the insulin delivery had been suspended due to a low alert and also reported an issue during priming process. The customer reported a high blood glucose value of 400 mg/dl, and hyperglycemia was treated with the insulin pump (subcutaneous insulin infusion). The customer reported a low blood glucose value of 54 mg/dl, and hypoglycemia was treated with glucose/carbohydrate intake. The event involved product(s) mmt-243a, mmt-1884, mmt-7040a, unk_reservoir. Troubleshooting was performed for suspend before low. The customer had a question or concern regarding the suspend on low/suspend before low feature. The customer wanted to know why an alarm was not triggered when blood glucose (bg) was below the suspend setting. It was explained that the suspend event is triggered by the sensor glucose (sg) being below the preset amount. The customer declined further troubleshooting due to no issues with sensor glucose and blood glucose readings. Troubleshooting was performed for the priming process. The customer reported receiving a rewind request after an alarm or being unable to exit the load reservoir process. The customer completed the rewind and load reservoir process successfully. Troubleshooting was partially performed for a hypoglycemic event. The customer had been using the insulin pump system within 48 hours of the reported time of the event. The customer stated that the auto mode/smartguard feature was not active at the time of the event. The customer did not feel the need to troubleshoot for a hyperglycemic event. No further patient complications were reported. No product return is required for mmt-243a, mmt-1884, mmt-7040a, unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.